Event description:
Revision surgery at 1 week from primary, shell, head and liner revised successfully. The patient luxated his hip and sustained a closed reduction, but after this, in the x-rays done in the ER, it was noticed that the shell was out of the acetabulum bone. It is unknown if the luxation was due to the cup failure or if the cup failure was generated during the closed reduction.

Manufacturer narrative:
Batch review performed on 3 july 2024: lot 2317983: (B)(4) items manufactured and released on 14-feb-2024. Expiration date: 2029-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event: batch review performed on 3 july 2024: liner: mpact dm 01.26.2852mhc double mobility hc liner 28/dmf (k092265) lot 2343972: (B)(4) items manufactured and released on 17-jan-2024. Expiration date: 2029-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.